Event description:
On (B) (6) 2010 pt reported her blood glucose has been "high and low" and she was not thinking clearly. Pt stated "they are testing me" when attempting to gather add'l details about the erratic blood glucose readings. Pt reported her blood glucose readings have ranged from 5.2-32.8 mmol/l (93.6-590.4 mg/dl). Pt's target blood glucose reading is 7 mmol/l (126 mg/dl). Pt declined troubleshoot. Pt reported she is completing basal testing with her trainer and nurse. She referenced erratic readings back to (B) (6) 2010. On f/u call pt reported she met with her nurse, is still experiencing elevated blood glucose and has been giving correction boluses today, including manual injections. On call back from company representative and pt, pt reported she received an e4 (occlusion) error on (B) (6) 2010. Reviewed causes of occlusions. Occlusion was not occurring at time of call; unable to troubleshoot. Pt reported occlusion does not occur until infusion set is in use. Pt reported manual injections are decreasing her blood glucose but infusion device boluses are not. Pt stated she does not have much fat on her abdomen. Pt reported "there's lumps all inside my body of fat." Company representative discussed ways scar tissue and site problems can effect insulin absorption. On f/u call from company representative, company representative reported he has been meeting with pt to discuss infusion device issues and stated the infusion device is currently working fine. Requested return of the alleged infusion set for eval.